Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient was being checked post-implant, far-r oversensing and decreased p-wave amplitude were observed. Programming changes were made and there was no more oversensing. The patient will continue to be monitored. Programming changes were made and there was no more oversensing. The device remains implanted. The patient will continue to be monitored.